Event description:
New information received indicates that the impedance anomaly previously observed on the lead was high, out of range lead impedance.

Event description:
I was reported that pacing lead impedance anomaly was observed. The lead was capped and replaced. There were no patient symptoms related to this event.

Manufacturer narrative:
.